Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead suspected under sensing was noted. It was also reported that the right ventricular (rv) lead exhibited low r wave measurement indicated as suspected ventricular under sensing. The left ventricular (lv) lead had a warning for high threshold and loss of capture that correlated with decreased effective cardiac resynchronization therapy pacing. The ra lead, rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.